Event description:
It was reported to philips that there was an issue with the frame grabber card, preventing a full system boot. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.